Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-06846, 06847. The pt originally had two leads (one was for off-label use). It was reported the pt was not receiving adequate coverage. As a result the pt underwent a trial procedure on (B)(6) 2012 and received an add'l lead. On (B)(6) 2012, the lead for off-label use was explanted and replaced. It is unk which of the originally implanted leads was explanted. The pt's ipg was also explanted and replaced (with a different model), but the reason remains unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.